Event description:
(B)(4) study. It was reported that following a coronary artery stenting treatment procedure the patient expired. The lesion being treated was located in the mid left anterior descending artery. The physician implanted a 3.00x16mm taxus express2 study stent. In (B)(4) 2011 the patient expired. The cause of death is unknown.

Event description:
It was further reported that adjudication results indicate cardiac death and possible stent thrombosis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).